Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the customer cant see any carbs or insulin data in carelink reports and also insulin assessment and therapy dashboard reports were grey. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt was made to reproduce the issue by trying to generate the therapy reports in carelink support application and observed that user was trying to generate report which is not supported for the device. This is expected system behavior. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting a thorough investigation, it was determined that the user was attempting to generate reports that are not supported for the minimed 780g insulin pump. Reports that appear grayed out within carelink personal indicate that those reports are not available for the device configuration being used. Reports within the system display only the data available in the uploaded dataset. Additional verification is required to determine whether any relevant data was not transmitted from the associated mobile application to carelink personal. The technical support team was requested to provide additional information and user logs to support further investigation. To assist with the resolution of the issue, we provided the helpline team with the following recommendations to ensure that it is addressed effectively: reports that appear grayed out indicate that they are not supported for the device in use. To review carbohydrate and insulinrelated data, users may utilize supported reports such as weekly detail or daily detail reports. The technical support team was requested to provide additional details related to the reported behavior. Technical support was requested to obtain and provide user logs for further investigation to verify whether the mobile application transmitted all available data to carelink personal. The root cause of this issue could be assumed that user has sensor disconnection causing the sensor data loss. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.